Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the device displayed a primary alarm failure error code. It was reported that the issue was found during device set up. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device displayed a "primary alarm failed" alarm message on screen during set up. It was verified there error code 1102, and 5021 power speaker fail code were in the event log. The remote service engineer advised that the speaker will need to be replaced to correct issue, the customer requested onsite service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The quote and onsite service were canceled. No additional records were found regarding the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/04/2022, 08/03/2022 and 08/23/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.